Manufacturer narrative:
Section a3b, a4, a5, a6: unknown/ not provided. Asku. Section d6a: if implanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. Section d6b: if explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. Section h3-other (81): the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - impact code: 4625 (to capture incision enlarged). Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) got stuck in the incision of the patient's left eye, iol removed and enlarged the incision put new lens in. Surgeon asked for a second lens same diopter. Surgery completed successfully using back-up iol. No patient harm. No other information provided.

Manufacturer narrative:
Corrected data: in review, it was noticed that an incorrect verbiage was inadvertently entered in section h11 of the initial MDR report for the fields "d6a & d6b". It was also noted that the reason for the clinical code "4581" which entered in the h6 field was not explained in the section h11 of the initial MDR report. Therefore, the information has been captured in this supplemental MDR report as indicated below: section d6a: if implanted, give date: not applicable, the lens was not implanted. Section d6b: if explanted, give date: not applicable, the lens was not implanted. Hence, not explanted. Section h6: health effect - clinical code: 4581 incision enlarged. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.